Event description:
It was reported that the da vinci monopolar cautery instrument was found on a shelf on (B)(4) 2014, and the shaft coating was observed to be frayed. Nothing reportedly fell into a patient, and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.